Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited diagnostic issue. Programming changes were made and the patient experienced no consequences.